Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 15mg/ml at 1 mg/day via an implantable pump for unknown indication for use. It was reported that the patient was not getting adequate relief. The doctor suspected catheter issue. No known factors causing this. Catheter aspiration was unsuccessful so it was decided to replace with a new 8780 catheter. The catheter would not aspirate and appeared to have been sheered in the pump pocket. There was a partial removal of the previous catheter and then it was tied off at the spine. The new system is free flowing and connected. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight was 81 kg and medical history was asked but made unknown.